Event description:
Boston scientific received information that during a device explant procedure, the right atrial (ra) and left ventricular (lv) leads were surgically abandoned. Additional information was received that the lv lead exhibited an unspecified failure. The ra lead was reportedly fractured. A revision procedure was performed and a laser lead extraction of the lv lead and partial extraction of the ra lead was performed. A new device was placed, which was connected to the existing right ventricular (rv) lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.